Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A site representative reported that she moved the fusion cart when it was plugged into the wall outlet and there was no display on the monitor. It appeared that there was no power to the monitor. There was no patient present.